Manufacturer narrative:
The sample was lithium heparin green top primary tube uncapped. The sample was clear with a serum index icterus of 1, lipemia 0 and hemolysis of 0. Glucose electrode was installed on the instrument on (B)(4) 2010 and is within on-board dating of 6 months. Customer did not mention problems with calibration or qc. No service call was requested or generated. Root cause of this event is unknown.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I customer indicated that one patient sample did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical system. Customer did not call and complain to bci about the samples. No erroneous result was reported out of the lab. Patient treatment was not affected.